Event description:
The user returned the device to olympus for repair because the air/water nozzle was found to be clogged during reprocessing. The user completed the procedure, endoscopy, with another device, and the procedure was not delayed by more than 15 minutes. There was no report of patient injury associated with the event. The user reported that the device was reprocessed with the correct procedure. Olympus then inspected the device at the service department of olympus (B)(4) sales & marketing ((B)(4)) and found that the air/water nozzle was clogged with foreign material such as yellow crystals and black impurities. Olympus medical systems corp. (Omsc) determined that the poorly reprocessed device with foreign material stuck in the air/water nozzle may have been used in the procedure.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. The air/water nozzle was not deformed. The device has not been repaired in the last year. According to the information provided by the olympus field service engineer, the foreign material could be removed from the nozzle. Similar problems have occurred at the user facility in the past. The exact cause of the reported event could not be conclusively determined. Based on the information about the foreign material, it is possible that the injection tube that came with the device or some of the silicone rubber products used in the endoscopy room were accidentally entered the nozzle. Alternatively, foreign material may have stuck to the nozzle due to the delay in reprocessing. Therefore, the reported event may have been caused by the following: there was a difference between the reprocessing method implemented by the user facility and recommended by the instruction manual. Training for the user facility on device handling and reprocessing according to the instruction manually was insufficient. The instruction manual states the possibility of infection by insufficient reprocessing. In addition, it states that the endoscope should be cleaned immediately after each procedure. Also, to prevent clogging of the air/water nozzle, the instruction manual states that the aw channel cleaning adapter should be used, and the cloth to be used for reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.